Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned, but a picture was provided; the trigger part of the rasp broke off from the main body. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h4, h6, h11. The rasp handle was returned for investigation. Visual inspection of the device shows that the locking lever has partly come off the rasp handle. In addition, there are signs of excessive usage visible. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. It might be possible, that the rasp handle has been impacted during multiple uses with excessively high forces, leading to the disassembling of the mechanism. There is no fracture of the instrument. However, based on the available information an exact root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that during a hip procedure, when impacting the rasp handle, the trigger part broke off the rasp making it impossible to hold the trial rasp. No harm to patient. No further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2: report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.